Event description:
Initially, a hemodialysis user facility reported that the saline side arm arterial drip chamber detached at the "t" during the pt treatment. No blood was lost. The event caused loss to the entire extracorporeal circuit due to air in the system. The facility was contacted where it was learned that the saline side arm line pulled out from the "t" connection immediately after initiating the dialysis treatment. The patient did not have any ill effect from this event. A new set of bloodlines and dialyzer were set up on the dialysis machine and this pt continued the treatment. The pt completed the prescribed dialysis therapy without further incidence. The bloodlines have been saved for eval. The pt was discharged to home when the treatment was completed.